Manufacturer narrative:
Exact date unknown, event occurred about two years ago.

Event description:
It was reported that the patients ipg was no longer holding a charge and the patient was getting inadequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.